Event description:
A healthcare worker identified as "staff member a" experienced a burn after removing items from a load after the cycle completed. The vaporizer plate at the time of the event was reported to be clean and in place fully engaged in the holder. The extent of skin exposure, the duration of the symptoms and information as to whether medical attention was sought was not reported.